Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the leak test. No damage or moisture damage was found on the keypad assembly. The insulin pump powered up properly after battery installation. The insulin pump was received with all buttons responding properly. No unlocked keypad connector. No stuck button alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced stuck button. Customer's blood glucose value was unknown. The customer stated that they did not press a button down for 3 minutes or longer. The insulin pump will be returned for analysis.